Event description:
Prior to the novasure endometrial ablation on (B)(6) 2012, the physician performed a hysteroscopy and noted "essure coils with approximately a half coil extending into the cavity from both tubes. There were no intrauterine lesions identified and the cavity appeared normal size." The physician then started the ablation and completed the procedure in approximately "70 seconds." After the ablation, the disposable device was removed and an essure coil was noted to be attached to the novasure array and part of the coil was hanging out of the pt's "external os." The physician cut the coil with scissors and the remaining coil retracted back into the pt's cavity. He then performed a hysteroscopy and noted that 'approximately two-thirds of the entire coil appeared to the extending out of the left tubal ostial into the cavity." No further action was taken. The pt woke up and stated "I feel funny." Morphine was administered (dose unk) and the pt was discharged home. On (B)(6) 2012, the pt was admitted into the emergency room with "severe abdominal pain." An examination and computed tomography (CT) scan it was "suggestive of bowel injury." The pt was transferred into the operating room were a laparoscopy noted "blanching and cautery effect on the left cornua of the uterus along with adhesions to the small bowel." A "pinpoint perforation of the small bowel [was also] identified requiring resection with end-to-end anastamosis." The physician removed part of the pt's bowel (3cm of the ileum). On (B)(6) 2012, it was reported that the pt is 'currently stable and doing well."

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. According to the instructions for use (IFU) precautions: conductive objects that are in direct contact with the electrode array of the disposable device or in close proximity to the electrode array may draw current away from the array. This may result in localized burns to the pt or the physician or in distortion of the electrical field of the array, which would change the therapeutic effect (under-treatment or over-treatment). Reference internal complaint (B)(4).